Manufacturer narrative:
The manufacturer does not have possession of the device, as it was surgically abandoned. Without a subsequent analysis of the subject device, the manufacturer is unable to fully evaluate the reported event. The event will be reopened if additional information becomes available.

Event description:
It was reported this ventricular lead was surgically abandoned (capped) due to low impedance of 204 ohms. The device was actively implanted for approximately 16 years, 4 months.